Manufacturer narrative:
On (B)(6) 2020, mentor received additional information that the patient was to undergo explantation on (B)(6) 2020. On (B)(6) 2020, mentor became aware that upon explantation, it was discovered that the implant was not ruptured. Reason for device explant and/or reoperation: anisomastia manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-feb-2022, mentor received additional information about the event. - it was reported that the patient¿s left breast was higher and harder (capsular contracture, baker grade unknown). A separate medwatch report will be submitted for the patient¿s left breast prosthesis (manufacturer report number 1645337-2022-02714). - the patient did not undergo explantation on (B)(6) 2020 as was previously reported. During the surgery on that date, it was observed that the right breast prosthesis was intact. Both breast prostheses were removed and re-implanted. Per mentor instructions for use (IFU), these devices are for single use only and should not be re-implanted. Additionally, it was reported that the same set of breast prostheses were re-implanted again on (B)(6) 2020. The patient developed more complications following the second re-implantation and is scheduled for bilateral removal on (B)(6) 2022. Refer to manufacturer report number 1645337-2022-02715 and 1645337-2022-02716 for reporting on the second re-implantation of the suspect medical devices. Refer to manufacturer report number 1645337-2022-02716 and 1645337-2022-02717 for details on patient¿s third event with the suspect medical devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant products: 450cc smooth mentor memorygel breast implant, catalog # 3504501bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 450cc smooth mentor memorygel breast implant and experienced postoperative right-sided rupture. Patient reported the right side is flattened out and noticeably different when laying down, and feels softer. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.